Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported sepsis occurred. The implantable pulse generator (ipg) system was explanted. An echo revealed vegetation on the right atrial (ra) and right ventricular (rv) leads. No further patient complications have been reported as a result of this event.